Event description:
Procedure type: colectomy. According to the reporter: after firing, only the distal donut was present and the tissue was very distended. Doctor had to resect again and hand sew the anastomosis. No delay to operating time, no bleeding occurred as a result and no patient injury was reported.